Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The external visual inspection revealed that the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection confirmed severed electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical tests performed. The device failed the residual gas analysis test. The device passed the electrical tests performed. However, this device had moisture that exceeded the residual gas analysis test limit. Based on the residual gas analysis data, it is believed that this device was not hermetic. This older device configuration is no longer manufactured. This is the final report.

Event description:
The recipient reportedly experienced poor performance with use of the implanted device. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.